Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after placing the epicardial lead on the right ventricle, retesting of the lead was performed prior to closing the chest and the thresholds were noted to have risen from 1 volt to 5 volts. It was suspected there was a conductor failure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.